Event description:
It has been reported to philips that the allura system was not booting up successfully. The issue was found outside of clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of the system log file confirmed that the host pc did not start up correctly and had malfunctioned. The fse performed the troubleshooting and found that there was an error which reoccurred with the host pc while rebooting the system and the host pc was defective. The fse replaced the host pc, hard disk, restored the system ghost and installed the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.